Manufacturer narrative:
This report is submitted on november 28, 2023.

Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 16, 2024.